Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 370 mg/dl. Customer changed site, but ultimately reverted to manual insulin therapy.

Manufacturer narrative:
B5.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 370 mg/dl. Customer reverted to manual insulin therapy.